Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in-clinic or shocks received. X-ray revealed rv lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful.